Manufacturer narrative:
Device evaluation summary: visual inspection shows the seal is missing from the returned device as identified in the drawing. Pressure integrity testing was performed at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity test there was a leak observed from the returned device. Reason for the return was confirmed. Additional info d9: device available for evaluation and device return date captured additional info h6: annex b and annex c codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a leak occurred at the tubing connection, specifically at the quick disconnect on the arterial line of the custom tubing pack, with a possible missing ¿o¿ ring. The leak was confirmed to originate from the tubing connection. The same leak did not appear in multiple packs. Patient blood loss did not occur because of the leak. An unplanned blood transfusion was not required because of the blood loss from the leak. The device was replaced to complete the case. No patient complications have been reported as a result of this event.